Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.

Event description:
It was reported that a patient underwent a dilation and curettage and an endometrial thermal ablation procedure in 2009. At approx 14 days later, the patient presented with peritonitis / abdominal pain. White cell count was not raised and esr was seven. The patient was treated with IV antibiotics and a CT scan was performed which reported an intramural fibroid and thickening of the endometrium. An echo complex was identified which measured 26mm in width and was consistent with the recent ablation and a small amount of gas present in the endometrial cavity. The patient became better with antibiotics and was on oral antibiotics for six months. At about 3 months later, the patient underwent a diagnostic laparoscopy and was found to have hematocolpos. Once able to get into the uterine cavity, the surgeon obtained tissue for histology.